Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed calibration error. The blood glucose reading was 448 mg/dl. The customer treated with 18.0 units of insulin via the insulin pump. Advised the customer to replace the sensor and to monitor. The customer also stated that when calibrating, there was a large discrepancy between the blood glucose reading and the sensor glucose reading. There were also delayed calibrations noted in the data table report. The customer had been calibrating when the sensor glucose reading was 46 mg/dl, compared with the blood glucose reading of 68 mg/dl. He was advised of recommended sensor calibration protocol. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.